Event description:
The customer reported an overload fault error message. This error causes the system to shut down, resulting in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery was replaced during the service call. The system was tested, found to be working as intended and returned to service.